Event description:
After almost 2 years of implantation, this pacemaker was explanted because of erosion and an infection. It was reported that the device was exposed through the skin.

Event description:
After almost 2 years of implantation, this pacemaker was explanted because of erosion and an infection.

Manufacturer narrative:
A response from the manufacturer is pending. (B) (4): since the device was not returned, the production history and sterilizaton records were reviewed. (B) (4): the records showed the device was manufactured, sterilized and released according to applicable standard operating procedures. Note: as of today, a new device/system has not been implanted.

Manufacturer narrative:
A response from the manufacturer is pending.